Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. However, the distal shocking coil is stretched on the proximal end and bunched on the distal end. There was tissue noted on the coil. The helix was extended and bent. The lead tip or helix appeared intact and undamaged. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was found out to be dislodged. The lead was explanted. No additional adverse patient effects were reported.